Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and, during the performance inspection procedure, the technician observed that the device would not pass the "charge time at 360j" test. The customer will be provided with a replacement device. The device was returned to stryker product analysis center (pac) maastricht for further investigation. The root cause of the reported issue could not be determined, as it is too intermittent to troubleshoot. The device was archivd by stryker maastricht.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not pass the "charge time at 360j" test, part of the device's performance inspection procedure. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.